Event description:
Baxter received a complaint from a user facility involving the automix (B)(4) compounder. According to the facility, the red station rotor has not worked in over a year. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Further review by baxter has concluded that the reported condition of non-functional red station rotor has no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.